Manufacturer narrative:
Two (2) used spectrum autopass suture passer needles were returned to conmed for evaluation on 14-dec-2015. Visual examination found one of the returned needles had broken off at the tip and the tiny broken portion was not returned. Examination of the second needle found it was fully intact with no damage observed. (B)(4) was manufactured on 31-aug-2015 in a lot of (B)(4) units. There has been one other similar complaint received for this item and lot number combination. A 2-year review of complaint history shows there have been (B)(4) other similar complaints received for this product. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there has been no patient long term adverse effect resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. The risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of (B)(4). A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with a spectrum suture passer in a shoulder arthroscopy rotator cuff repair procedure, the surgeon noticed the suture was not feeding through the trap door of the passer on about the tenth pass. The passer was removed from the joint and the surgeon noticed the tip of the nitinol spectrum autopass needle had broken off and was missing. After finishing the repair, the surgeon used ablation followed by suction from a shaver blade (typically used in this type of procedure) in attempt to remove the broken tip from the joint. A second needle was used and the procedure was completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.